Manufacturer narrative:
The associated complaint devices were returned and evaluated. The lab analysis concluded, the as-received patella components were observed macroscopically. Minor scratches were observed on the articulating surface of the patella implants. There were no signs of cement adhesion on the patella. No material ormanufacturing deviations were observed in the course of this investigation.a review of the production documentation for the corresponding product contains a correct sample label that does not share this issue. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, after surgeon implanted the patella, when he went through a range of motion, the cemented patella popped off when articulating with the femoral component. No confirmation of delay has been received. Backup device available. No impact or injury to patient reported.